Manufacturer narrative:
The reported events of high pacing impedance and high threshold were not confirmed. As received, a complete lead was returned in one piece. The tines were intact. Visual and x-ray analysis did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced during procedure. The patient was discharged.